Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The device's system board and central processing unit board assembly should be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.